Event description:
The following info was obtained from (B)(6). Pt was a (B)(6) male, in for bariatric surgery. Stated the pca with morphine sulfate at a concentration of 1:1 was started in pacu at 5:00 pm. A loading dose of 4mg was given followed by a bolus dose of 2mg. No basal rate was ordered. The pt also has a history of sleep apnea. The pt was transferred to the step down unit at 7:30 pm. At 9pm the nurse noted that the pt was unresponsive and in respiratory distress. Pt experienced tachycardia (high heart rate). O2 sat was in the 90's, but follow up documentation as to o2 was not documented well. Pt was given narcan 2mg ivp and intubated. Pt was then transferred to the intensive care unit for monitoring. Pt's stay in the hospital was (B)(6). Pt had a full recovery. Length of stay had been increased by one day due to event. Nurse assumes pt is opiod naive. States IV bag originally had 250ml but when removed had approx 75ml gone. Also mentioned that upon transport from pacu to step down unit, there was blood noted in the set from the pt up to the bag. The set, which was a straight line, no filter, was in the pump. Pump was in the bed upon transport. Pt had been discharged on (B)(6) in good condition.

Manufacturer narrative:
Investigation found the platen door was bent due to impact. The bolus cable was operating as designed. The pump was past due for calibration (due date (B)(4) 2011). The customer denied repairs on the pump.